Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The umbrella was not mounted in the conveying device during the operation, the surgeon has to replace with a new one. Use another heartstring.

Manufacturer narrative:
(B)(4) the loading device and delivery device were not returned to the factory for evaluation. The seal and tension spring assembly where returned to the factory for evaluation. Signs of clinical use with no evidence of blood were observed on the seal. The seal appeared to be unraveled at the outer coils. It was observed that the seal remained attached to the tension spring assembly. The tether also remained uncut. No other visual defects were observed. Due to an incomplete device return the reported failure "fitting problem" was unable to be confirmed. However, based on the results of the evaluation the analyzed failure ¿crack¿ was confirmed.

Event description:
The umbrella was not mounted in the conveying device during the operation, the surgeon has to replace with a new one. Use another heartstring